Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were noted. The device was not returned for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported the patient had plate implanted on (B)(6) 2023. At the two week post-operative appointment (event date unknown), four (4) distal 2.3mm screws were found to be broken. The plate and broken parts of the screws were explanted on (B)(6) 2023. It was reported the remainder of broken parts of screws were left in situ to avoid any further damage. It was also reported the patient was left in a splint for malunion. Related reports for the devices involved in this event: 3025141-2023-00639, 3025141-2023-00640, 3025141-2023-00641, 3025141-2023-00642, 3025141-2023-00643, 3025141-2023-00644, 3025141-2023-00645, and 3025141-2023-00646.

Manufacturer narrative:
The returned products were visually inspected to confirm failures. Three screws were returned broken (batch numbers 553538, 564860, 562558). The fracture patterns show signs of shear force break. This is consistent with the screws being with enough torque or force to be broken during a high energy event. Depending on the density of the bone and the way the force was applied to the screw, more torque could have been generated to break the screw. All other parts were examined under magnification to confirm failure. All other returned screws showed signs of usage with anodization missing and usage marks in the hex recess. All of the screws were still "functional." The returned plate did not have any excess damage or signs of a high energy even. All screw holes in the plate that the broken screws were used in were intact with no damage. The root cause of the screw breakage could not be conclusively determined. Corrected data: type of investigation code (annex b) updated to: 10 and 3331. Investigation findings code (annex c) updated to: 213.